Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported failure was confirmed as an e218 scope malfunction error occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause: the problem occurred due to physical stress being applied to the imaging unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the endoeye flex deflectable videoscope image disappeared midway through an unknown therapeutic procedure. The procedure was completed with an olympus backup device. There was no patient involvement in this reported event.